Manufacturer narrative:
As reported, capsure did not fixate, and deployed fasteners connected between each other. Based on videos review, there are several fixated fasteners present in the video, one of the fasteners appears to have not fixated fully into the mesh, another fastener has a second fastener deployed into the peek cap. It was also seen in the videos that the surgeon was attempting to fixate the mesh with the device and a fastener does deploy but appears to not fixate the mesh. Based on the information provided and without having the sample to evaluate, no conclusions can be made. A review of manufacturing records was performed and found that the device was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a transabdominal preperitoneal hernia repair of groin hernia, capsure fixation device deployed the fasteners which did not fixate into the mesh and tissues fully. It was reported that some of the fasteners were deployed two fasteners at a time. The reported problem occurred after third fire in which first 3 fasteners were fired good. It was reported that partially fixated fastener and some deployed connected fasteners were removed from the patient's body. It was reported that another product was used to complete the procedure and there was delay in surgery time and anesthesia. There was no reported injury.